Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. There is no expiration date for this product. The affected light handles are being returned to the manufacturer for further evaluation. Evaluation summary: the affected components have not yet been returned to the manufacturer for further evaluation, however photographic images have been provided. From an evaluation of the photographs, it would appear that the triggering event is corrosion forming under the paint layer. This corrosion was likely caused by the cleaning solution used by the cleaning crew at the hospital. There is a potential risk to safety if paint were to flake off into the sterile field. In this instance there was no reported pt involvement and no report of any paint flaking off during a surgical procedure.

Event description:
(B)(4). It was reported that the customer alleged that the paint was flaking off of the led surgical light handle. There was no reported pt involvement and no adverse consequence reported.